Manufacturer narrative:
Correction to section b, adverse event/product problem. Field b5, describe event or problem. Correction to section h, device manufacturers only. Field h6, device codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted it was returned with significant physical damage, likely incurred during the explant procedure (i.e., cuts in the insulation, melted insulation likely due to electrocautery, deformed conductor coils). An x-ray of the lead confirmed a discontinuity of the conductor coil in the area approximately 237 millimeters from the terminal end. Resistance testing of the coil in the regions on either side of the discontinuity confirmed the rest of the conductor coil was electrically continuous. Additionally, the inner insulation was confirmed to be intact. Detailed analysis of the fracture site concluded the conductor coil appeared to have been cut with a tool.

Event description:
It was reported that during the extraction of a right ventricular (rv) lead, this right atrial (ra) lead was accidentally fractured with the mechanical extraction tool. The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has been returned.

Event description:
It was reported that this right atrial (ra) lead was fractured. During the extraction process, the cook mechanical extraction tool was used to remove the right atrial (ra) lead, which led to the fracturing of the right ventricular (rv) lead. This right ventricular (rv) lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was fractured. During the extraction process, the cook mechanical extraction tool was used to remove the right atrial (ra) lead, which led to the fracturing of the right ventricular (rv) lead. This right ventricular (rv) lead was successfully explanted and replaced. No additional adverse patient effects were reported.